Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the microtip soft toothbrush and the bristles started to separate from the brush head.